Event description:
Patient had been diagnosed with left pneumothorax and was in or for large resection of left upper lobe blebs as well as stapling with pleurodesis. In the operative report the surgeon states, "blebs were identified and basically about 80% of the left upper lobe was resected using stapling. We attempted to use an echelon 60 stapler with reinforcement strips but had some difficulty with the strips sticking next to each other and eventually had to do a second stapler and stapled off at the base."